Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. The connector pin is bent. The helix was able to be fully retracted in specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead could not be fully retracted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.